Event description:
The customer called technical support (ts) reporting that the device has an alarm led failed message. It was originally determined the cause was likely the power switch overlay. However, on (B)(6) 2022 the drpt revealed additional failure codes of (B)(4) which along with the 1105 indicate a failed pm pcba failure. The customer reported that the reported issue was found outside of clinical use. There was no patient or user harmed.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.